Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received (B)(4) a report that the customer dropped something on one of the pump touch screens for the sorin s5 system during the procedure, which resulted in a crack. There has been no report of patient injury.